Event description:
It was reported that this device showed abnormally low voltage. This device was never implanted or associated with a pt.

Manufacturer narrative:
Upon receipt, the reported low battery voltage was confirmed. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the observation. It is assumed, that the observed anomaly was caused by external influences during the shipment of the device.